Event description:
On (B) (6) 2008, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A year later on an unk date, a f/u computed tomography angiogram (cta) was performed and revealed migration of the device system. The physician is planning to explant the devices on an unk date. Further info is pending.

Manufacturer narrative:
Please note add'l devices implanted and related to this event: pxa230300/05683706 and pxl161407/05683638.